Manufacturer narrative:
An employee observed the washer door coming down and stuck her hand into the washer's chamber to straighten a pan that had shifted subsequently causing the reported door contact. A steris service technician arrived onsite to inspect the washer and observed that the load side washer door was missing the door obstruction bar. The technician inspected the door and found that the bolt holes were not compromised, but the mechanical arm on the door obstruction switches were damaged. The technician repaired the washer, ran a test cycle and confirmed the unit to be operating properly. The washer was returned to service and no additional issues have been reported. The operator manual states (pp. 1-1), "if an obstruction is present in the chamber door, obstruction sensor will detect obstruction and door will not close." The operator manual further states (pp. 4-39), "if an obstruction is present in a chamber door, do not attempt to remove the object. A door obstruction sensor detects the obstruction. Door automatically stops from closing and remains open at any height." Steris offered in-service training on the proper use and operation of the washer.

Event description:
The user facility reported an employee was removing an obstruction from inside the washer's chamber and in the process the washer door came down and contacted her hand. The employee sought and received medical attention.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the washer however, the user facility declined the offer.